Event description:
The caller reports that the customer's bg was 400mg/dl on the accu-chek advantage system. He was given 4 units of humalog. Thirty minutes later, he experienced shakiness and seizure-like activity. The caller also states that the customer was "conscious" and "unresponsive". The paramedics tested the customer and obtained a bg result less than 40mg/dl on the professional meter. The customer was treated with glucose gel and transported to the hosp. The customer was admitted to the hosp. New system sent and returned requested.